Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence and urethral atrophy. All components were removed and replaced. No device issues and no further patient complications were reported.